Event description:
Alaris pump continued to message "air in line." Attempted to troubleshoot with the following: "restart button," turning pump on and off, repriming IV tubing, and wiping internal sensors with alcohol wipes. After these attempts pump was removed and replaced with a new one.